Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result in dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
After further review of additional information received the following sections a2, a3, a4, a6, b2, b5, d1, d2a, d2b, d10, e1, g1, g2, g3, g6, h1, h2, h4 and h6 have been updated accordingly. (D10): concomitant devices: 320-38-00 - 145-deg pe 38mm hum liner +0 (B)(6). 320-02-38 - rs expanded glenosphere 38mm, +4mm offset: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 308-01-08 - 8x80mm distal stem modular cemented: (B)(6). 308-10-05 - large prox body +0: (B)(6). 308-15-01 - taper locking screw 0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-10-00, equinoxe reverse tray adapter plate tray +0, 320-02-38, rs expanded glenosphere 38mm, +4mm offset, 320-15-07, sup/post aug plate, l rs glenoid baseplate.

Event description:
As reported, approximately 2 months postop the initial l shoulder tsa, the dislocation. Twisting a host- felt pop. The left shoulder was revised and the patient was dismissed from outpatient recovery. The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.